Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic colectomy event description: the duckbill was dropped in the abdominal cavity. No patient injury or illness associated with this event. Replaced to a new hospital inventory cff73 and procedure was completed. This event unit will be returned. Additional information received from applied medical field implementation team via email on 05jun2025: [translation] it is a black part that appears to be a component of c0r47. It has been enclosed together with the trocar. Intervention: replaced to a hospital inventory new cff73 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: laparoscopic colectomy. Event description: the duckbill was dropped in the abdominal cavity. No patient injury or illness associated with this event. Replaced to a new hospital inventory cff73 and procedure was completed. This event unit will be returned. Additional information received on 1jul2025 via email from sales rep: what actually dropped off was the fragment of septum. Intervention: replaced to a hospital inventory new cff73 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection confirmed the complainant¿s experience of septum fragmentation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the condition of the returned unit and description of the event, it is likely the septum fragmentation was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.